Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by smart remote manager failure. A field service engineer replaced the latch and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager fridge had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.